Manufacturer narrative:
(B)(4). (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during operation, while starting with cement mixing, the liquid did not get to the powder while on vacuum (vacuum had been on and done for over 15 seconds). Item is being returned for further inspection. Customer requests replacement, destructive analysis is permitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The returned item has been inspected, however the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during operation, while starting with cement mixing, the liquid did not get to the powder while on vacuum (vacuum had been on and done for over 15 seconds). Item is being returned for further inspection. Customer requests replacement, destructive analysis is permitted.